Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim, discolored and difficult to read. A test screen was inserted and was found to function properly. Unrelated to the display issue, the keypad was found to be peeling along each side. All of the keys were intermittently responsive. There was evidence of contamination found under all key contacts. Also related to the display issue, evaluation revealed a cracked battery compartment and damaged battery cap threads. There was evidence of moisture contamination observed inside the battery compartment. The battery cap was unable to tighten. A power loss was observed during testing. A test cap was used during testing and also was unable to fully tighten to the pump. A leak test showed a leak at the crack in the battery compartment. (B)(6).